Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 model 3146 leads and 1 model 3286 lead. This issue related to the 3286 lead. It was reported the patient's lead has migrated. Surgical intervention is pending to address this issue.